Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the communicator was burned due to a short circuit. The communicator's screen was black and the power indicator does not turn on. Additional information obtained indicates that only the power cord will be replaced. At this time, the communicator remains in service. No adverse patient effects were reported.